Event description:
It was reported by service report that the siderails were stuck in the upright position and would not lock. There was also a loss of electronic function to the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: timing link.